Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient experienced aystole and that myopotential oversensing was observed. Programming changes were made, but further changes were recommended.